Event description:
The doctor was preparing to perform a thyriodectomy. It was reported that the accoustic stud for the handpiece was found broken off of the handpiece when removed from the sterile tray. The doctor swapped the handpiece with another handpiece and completed the case with no patient consequence.